Event description:
The service report shows while performing the service performance verification of the c2801 ventilator, it was recorded the volumes were lower than 10% of the specification. The co's customer support engineer (cse) verified the low volumes, inspected the device and replaced the cup seal and cleaned the cylinder assembly to correct the reported problem. The unit passed extended service final testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.